Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a step during testing. The device was returned to the manufacturer's service center for evaluation, and the customer's complaint was unable to be duplicated. The device was found to operate and alarm as designed.